Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and alleged for pump not accepting the batteries, low battery alarm or short battery life on insulin pump, difference between blood glucose and sensor glucose values. The customer reported blood glucose value of 400 mg/dl. The customer was treated with manual injection. The event involved products mmt-7040b, mmt-332a, mmt-398a and mmt-1884. Troubleshooting was declined by the customer for high blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was declined by the customer for difference between glucose values. Troubleshooting was performed for low/short battery lifetime. Battery did not lasted more than w week. No further patient complications were reported. No product return is required for mmt-1884. Mmt-7040b was requested and customer response was the device will be returned. No product return is required for mmt-398a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed displacement test, rewind test, seating, basic occlusion test, self-test, force sensor test, active current test and sleep current test. Unit passed dat test at 0.0876 inches. No failed battery test alarm or power error noted. No delivery anomalies noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2026 07:34:00 after more than 7 days at 17.95 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2026 04:01:00 after more than 7 days at 15.94 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Verified pump alarmed failed battery test on (B)(6) 2026 12:54:08 in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, and stained keypad overlay. No power errors and failed battery test noted and passed all required testing. No delivery anomalies noted during testing.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.